Manufacturer narrative:
The pt was unwilling to return the pump for investigation.

Event description:
It was reported the pump is slow to respond to button presses and the buttons stick. The pump reportedly has not been exposed to water and the keypad is intact. There was no adverse event associated with this complaint.